Event description:
A report was received that the patient was experiencing charging issues and pocket discomfort. The physician confirmed that the ipg was too low and superficial which resulted in the charging difficulty. A pocket revision has been recommended.